Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 08/02/2024, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The patient experienced confusion and gastroparesis. The cgm was reading low and the blood glucose reading was 330 mg/dl. The patient was transported to the emergency department (ed). There, he was treated with insulin and zofran and recovered after treatment. The patient reportedly felt better a few hours after the treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.